Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported two patients with dull, hazy iols and decreased visual acuity. Additional info has been requested. There are two medical device reports associated with this event. This report is for the second of two patients.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. (B) (4). (B) (4). (B) (4).